Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "the tip of harmonic broke." Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.86¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. An additional observation not reported by the site was also identified. The instrument was found to have teflon pad damage on the clamp arm. No material appeared to be missing.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the tip of the harmonic ace instrument broke. There was no report of fragments falling inside the patient. The procedure was completed with the same instrument, and there was no reported injury.